Event description:
It was reported that there was a connection issue between the patient connector of three (3) minicap extended life pd transfer sets and the titanium adapter. This occurred during use of the devices for peritoneal dialysis (pd) therapy. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: three (3) samples were received for evaluation. A visual inspection with the naked eye was performed one each sample with no issues noted. Functional tests including leak, clear passage, and clamp function tests were performed with no issues noted. Integrity testing was performed between the patient adapter and an in-lab titanium adapter on each sample; there was no connection issue or leak observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.